Manufacturer narrative:
Investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Complaint could potentially be related to user error.

Event description:
It was reported that ultrasafe x100l pr plum ssl nvs stein needle would not come out and the patient could not inject medication. This was discovered during use. The following information was provided by the initial reporter: took the cap off and press the plunger and the needle never came out to inject the medication. The needle would not release the medication. Was not properly trained. However patient has been on medication for a year and this have never happened.